Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb through the bottom housing, and the top housing was observed to be discolored. A tear was found in the external portion of the soft cannula. Once the pod was opened, corrosion was observed on the mechanism rails, cam finger and the top battery. Due to the internal corrosion observed a leak test was completed, which found a tear in the unexposed portion of the soft cannula. Inspection of the drive mechanism components found evidence of fluid ingress on the commutator cap. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Corrosion was observed on many components of the pcb assembly. It could not conclusively be determined if the damage to the soft cannula or the corrosion to the internal components resulted in the reported event. The exact cause of the reported communication error was unable to be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported receiving a pod communication error while wearing the pod. Treatment information was not provided.